Event description:
A report was received that the patient developed a non-device or procedure related infection at the midline incision site. Patient's symptoms include fever and a little discharge coming out in the midline incision. The patient was given an intravenous vancomycin and the physician debrided the wound which did not resolve the infection. The patient underwent an explant procedure and was remained on antibiotic therapy. The patient was reportedly doing well following the procedure and has been released from the hospital.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 15683287 description: next generation anchor kit-sterile model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed a non-device or procedure related infection at the midline incision site. Patient's symptoms include fever and a little discharge coming out in the midline incision. The patient was given an intravenous vancomnycin and the physician debrided the wound which did not resolve the infection. The patient underwent an explant procedure and was remained on antibiotic therapy. The patient was reportedly doing well following the procedure and has been released from the hospital.